Event description:
It was reported via repair work order that the lift was stuck at mid height and no up or down functions as the hi/lo motor had lost its limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.